Event description:
A surgeon reported a pt who had an intraocular lens (iol) exchanged due to glare. Add'l info has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts obtain add'l info have been made. A completed questionnaire has not been received. (B)(4).